Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited low sensing. During a device changeout procedure, the lead was capped and replaced without consequences to the patient. The patient was in stable condition post operation.

Manufacturer narrative:
A partial lead was returned for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.